Event description:
A distributor contacted dexcom technical support on (B)(6) 2014 to report that a patient had contacted the distributor and claimed that upon removal of the sensor, patient was unable to locate the sensor wire on (B)(6) 2013. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.